Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturer representative on 2021-01-07 regarding a patient receiving baclofen (1300mcg/ml at 137mcg/day) via an implanted infusion pump. It was reported that the patient underwent magnetic resonance imaging (MRI) on 2021-jan-06 at noon. A motor stall was seen in pump logs at 12:15 on 2021-jan-06. The patient was not symptomatic and had not heard the pump alarming. The pump was initially checked on 2021-jan-07 and since then the representative had performed a couple of interrogations, and the pump still showed that it was stalled. The representative pulled logs and the stall was still seen. The representative then made a small edit in the notes by adding a period to the notes, and upon update the logs revealed a motor stall recovery at 2:25pm on 2021-jan-07, confirming telemetry state post-MRI. It was noted that the patient was currently in the intensive care unit (ICU) for a brain bleed which was unrelated to the device/therapy. It was confirmed that the troubleshooting performed resolved the reported issue.

Event description:
Additional information was received from the device manufacturer representative indicated important information regarding the initial reporter.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.